Event description:
The customer reported that the suture on this implant broke during insertion for a shoulder instability repair. The surgeon drilled out the implant and inserted another into the same pilot hole without injury to the pt.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to perform an evaluation on this device because it was disposed of by the user facility. The user facility reported that this event occurred twice during this procedure. The report number for the first event is: 1017294-2008-00104. The instructions for use provided with the product, informs the user: note: the mini-revo implant must be seated securely and firmly. If the implant is loose or wobbles on the end of the driver, depress the suture retention sleeve and re-tighten the suture. Note: proper orientation and alignment of instruments is important during implantation of the mini-revo to minimize possible breakage of the anchor. Breakage of the implant is possible if: the pilot hole is not drilled and tapped to an adequate depth, improper alignment of anchor to pilot hole or loose or non-secure anchor on driver.